Event description:
The customer reported 1 false negative sofia sars result. Patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing) 6 days after symptoms onset.

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retains. Source: phone.